Manufacturer narrative:
This report is filed, february 18, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced wound breakdown at implant site exposing the receiver/stimulator unit subsequent to patient receiving radiation for skin cancer. The device was explanted on (B)(6), 2016. The device has not been made available for analysis as of the date of this report, (B)(6), 2016.